Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 a physician reported that the patient had been hospitalized since (B)(6) 2020 due to an inflamed stoma. Therefore the probe system was removed. The stoma is constantly cleaned. No further information provided regarding treatment. On (B)(6) 2020 it was reported that the patient's stoma has healed and the peg-j will be placed on (B)(6) 2020.